Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
As the tibial plate and articular surface have now been received, visual and dimensional checks were performed. The dimensional inspection found that the implants were to specification where measured. A visual inspection of the tibial plate finds bone in-growth in the tm pad and on the posts. The posts have been cut off. More than 60% of the tm surface has bone in-growth. The articular surface has a cut in the distal surface and exhibits scratches in the proximal surface. The dovetail feature is flared out, likely due from removal from the tibial plate. The original complaint stated the tibial plate was well fixed at the time of revision. Therefore the review of the returned implants does not provide enough information to determine the source of the patient¿s symptoms.

Manufacturer narrative:
Supplemental information including revision op notes and knee manipulation notes were received. The revision surgical notes indicate that the tibial component was removed with various saws but there is no mention of it being loose. The tibia was prepared to cement a new tibial component and implement a new articular surface. The revised knee presented neutral extension, flexion to 135 degrees, good stability, excellent tracking of the patella, well-balanced gaps. Another surgical note indicates that two-month post-revision the patient underwent a manipulation of the arthrofibrotic knee to increase flexion from 95 to 125 degrees. A definitive root cause remains unknown.

Manufacturer narrative:
Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to severe degenerative joint disease. Range of motion and stability were checked with trial components. Releases were performed to facilitate acceptable extensions and flexion. Gaps were found to be well-balanced and excellent patellar tracking was observed. Final components were implanted using a cementless technique. Trialing revealed the same results. Review of primary operative notes does not indicate root cause. Office visit notes dated (B)(6) 2015 indicate that the patient is having pain that wakes her during sleep and the knee "locks" up. It was previously reported that this complaint fell under FDA recall z-1266-2015, but based on reported information that the tibial plate was well fixed at the time of the revision, the recall is no longer applicable to this complaint. A definitive root cause cannot be determined with the information provided.

Event description:
It is further reported that the patient has now been revised due to pain.

Event description:
It is reported that the patient requires revision surgery.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. The condition of the device was unk as there were no photos or device rec'd. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This FDA recall number is z-1266-2015. The device in question was implanted prior to this field action. A definitive root cause cannot be determined with the information provided.